Event description:
Hospitalized for right foot ischemia. Vascular surgery consulted and she underwent bilateral kissing iliac stent placement and right posterior tibial artery exposure and thrombectomy. The right great toe was also amputated secondary to gangrene. Approx 3 months later, she returned to the hospital with continued complaints of left leg pain. She was found to have and occlusion with a foreign body retained, which appeared to be the tip or part of a j-wire. She was returned to surgery and underwent left femoral popliteal bypass with foreign body removal. The specimen was sent to pathology and measured 15.5 cm in length and was described as filamentous and having the palpable texture of dental floss.